Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had training on (B)(6) 2015 and she has been experiencing high blood glucose from 160 to 410 mg/dl for the last couple of days. The diabetes clinical manager made some adjustments on the settings the day prior to calling but customer states that her blood glucose level has been on the 300 mg/dl. Customer has changed the reservoir twice. Customer stated they would look at the reports and monitor her blood glucose readings. Customer declined transfer for troubleshooting.